Event description:
It was reported that upon power on, the device freezes. There were no reports of patient use associated with this event.

Manufacturer narrative:
The customer (biomed) had replaced the ECG connector on the device from a previous issue and it was suggested by physio-control that the customer double check all the internal connections as there might be something loose causing the problem. The customer found the root cause to be the connector going from the main pcb to the display pcb assembly that was loose. They reseated the connector and found the device to be operating normally. It was fully tested and returned to the end user four use. The device will not be returned to physio-control for eval. The root cause fo the reported failure could not be confirmed.